Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing constant discomfort at the ipg site due to the size of the device. Subsequently, the patient will follow-up with the sjm representative to discuss surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.